Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in time of insertion, the doctor found that the yellow cuff of the ez blocker had a leakage issue." Additional information received on april 26, 2026, indicated that "the patient's current condition is reported as "fine." The case was completed with a new ez blocker. Before insertion, the yellow cuff was working."